Event description:
It was reported that since implant, the patient experienced ¿magnetic pulling sensations¿ at various times when she was around medical machines and security gates. One event occurred last year when the patient¿s mother was receiving radiation treatment, so the patient then stayed away. Follow-up is being conducted to obtain patient outcome and whether or not actions were taken.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va03stb, implanted: (B)(6) 2012, product type lead. (B)(4).